Event description:
The customer stated that she called the paramedics due to a low blood glucose of 51 mg/dl. The customer was also sick with upper respiratory issues. Reviewed the basal rate settings with the paramedics, and they all appeared to be programmed correctly. The customer called back the next day for assistance in lowering the basal rates. Assisted the customer with the programming, and also reviewed the customer's bolus history. Found that the customer had delivered multiple bolus within an hour on the day she experienced low blood glucose levels. The customer stated that she delivered those boluses because she was initially experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.